Manufacturer narrative:
Concomitant medical products: product ID 7438, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that they are having tremors that gradually progressed, and now the patient has trouble talking as of (B)(6). The patient tried using the patient programmer (pp) themselves but it didn't work. Additional information received from a friend or family member of the patient later on date notified reported that it seems like the patient's device is not working and that the patient has started to tremble. A check was done using the pp which showed on/ok. It is unknown what the patient was doing when they felt a loss of therapy, but it was noted that the patient does fall frequently. The patient had an MRI and x-ray testing in the week between christmas and new years, and did not tell the MRI technician about their implants but "they are aware and work around them." The patient does not have the ability to change stimulation. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.